Manufacturer narrative:
Analysis: the samples were not returned to the user facility; therefore, device evaluations are unable to be performed. Although requested, product identifiers were unable to be obtained for either device; therefore, a lot history review and a device history record (DHR) review are unable to be performed. Conclusion: the actual samples were not received for evaluation. The investigator assessed the patient may have had some type of reaction or hypersensitivity to paclitaxel, which caused or contributed to the event. The patient's signs and symptoms lasted for 3 days, but the hcp did not need to treat the patient. Although requested, the patient's weight was unavailable. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after the successful treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters, allegedly the patient was complaining of pain in the target limb's lower leg and foot. The health care professional (hcp) examined the patient's target limb approximately 20 minutes after the procedure and noticed localized erythema of the lower leg and foot. The hcp attributes the reaction to a self-limiting effect of paclitaxel. The patient will be monitored and the physician may prescribe some type of steroid. The hcp thinks the patient may have had some type of reaction or hypersensitivity to paclitaxel. The hcp stated the signs and symptoms lasted 3 days, but the hcp did not need to treat the patient. Also, during the procedure, a minor non-flow limiting dissection occurred, which did not require treatment. The lutonix dcb's were not returned. No further adverse patient effects were reported. No further adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2017-00057.